Event description:
It was reported the programmer does not recognize device. Different headers were attempted. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis not able to confirm the reported event; programmer was able to interrogate a device wireless and non-wireless using the provided rf (radio frequency) head. It is noted that moving the connector causes the signal strength to flicker. Analysis found a loose ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.